Manufacturer narrative:
Based on the claim against the product by the customer noting tissue entrapment, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) to perform failure analysis. The vse instrument was analyzed and found to pass the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. No failures observed during log review. A visual inspection was performed, and no damage was observed. There is no problem detected. The complaint regarding tissue entrapment was not confirmed by failure analysis. This complaint is considered as a reportable event due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to unclamp/release from tissue/open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the jaws of the vessel sealer extend would not let go of the tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and no further information was provided.